Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose results were 142 mg/dl on the meter and 105 mg/dl on the lab. Tests were done within 10 minutes with a difference of 35%. Patient did not experience any adverse events. Control solution passed on the meter. No further information has been reported.